Event description:
New information received notes that programming changes were made.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited high, out of range pacing impedance. Lead fracture was suspected. No intervention was done. There were no patient consequences.